Manufacturer narrative:
Zoll medical corporation evaluated the device and the device performed to specification. The device was recertified and returned to the customer. Review of the log confirmed a change in the hardware revision hw: from 1 to 15 then back to 1, resulting in the reported error codes. Though the software appears to be corrected, the errors were unable to be cleared due to the latch nature of the codes. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during biomed testing, the device failed self test and failed the power-on upgrade. Complainant indicated that there was no patient involvement in the reported malfunction.